Event description:
It was reported by the patient that she thinks the vns is causing her to have panic attacks during vns stimulation. The patient is on antidepressants and antianxiety medications due to the panic attacks; however, it is unknown if the panic attacks are related to vns. The programming history database was reviewed and no anomalies with the vns were noted. Diagnostics were within normal limits indicating the device was working as intended. The device history record was reviewed and it was found the generator passed all testing prior to distribution. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was later reported by the physician that the patient's panic attacks were not believed to be related to vns as the physician believed the patient had underlying anxiety.